Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer reported that the no delivery alarm kept recurring. The customer's blood glucose was 330 mg/dl at the time of incident. The customer performed plunger push and the insulin did exit. The customer performed fixed prime and the insulin did exit. The customer stated that they were unable to remove the infusion set at the time of call. The infusion set will not be returned for analysis.